Event description:
A malfunction was reported cartridges not fitting correctly. There was no reported impact on the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional information regarding the outcome of the event was received.